Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. H3, h6: the system was serviced in the field. No failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported a wall was hit during an image acquisition system (ias) move and since then the door open would not disappear. Although the site was able to take a picture somehow, the door open would not disappear even when they removed the ias from the bed after the imaging. The issue occurred after the incision was made and the patient was under anesthesia. There was no delay in surgery. There was no impact on patient outcome.